Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015, a 21mm trifecta valve was implanted in the aortic valve position due to regurgitation caused by a congenital aortic double leaflet. On (B)(6) 2022, reoperation was performed and the trifecta valve was explanted. Upon explant, separate leaflet and incomplete coaptation near the stent was observed. A non-abbott device was implanted as a replacement. No damage was applied to the device upon extraction. The patient was reported to be in stable condition.

Manufacturer narrative:
Explant due to "separated leaflet and incomplete coaptation near the stent was observed in the explanted device" was reported. The investigation confirmed that calcification was present on all three leaflets, which limited the leaflet's mobility. There was a tear noted on leaflet 1. Fibrous pannus ingrowth was present on the inflow and outflow surface of leaflet 3. Fibrous thickening was observed on all three leaflets. No inflammation was present. The calcifications noted on the valve were associated with the leaflet tears and limited the leaflet's mobility, which could have caused the reported event of incomplete coaptation. There is no indication of a product quality issue with regards to manufacture, design, or labeling.